Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse found a rusty grounding point at the bottom of the ion selective electrode (ise) unit. The fse stated that because ise unit was not grounded, it would pick up extraneous noise. The fse cleaned the grounding point and performed a precision study. There were no further reports of issues.

Event description:
The customer reported obtaining a potassium result with an exclamation point flag, "!", for one patient on an au5400 clinical chemistry analyzer. The flag indicates the analyzer was unable to calculate concentration. The patient sample was rerun and a result was obtained without flags. There were no patient results released from the laboratory and there was no change to patient treatment in connection with this event.